Event description:
Duraseal spine ous 3 ml kit (203001) sealant would not set and stayed runny. Additional info has been requested. Additional info received (B)(6) 2015. The pt's age and gender and med condition ("spinal intervention") were provided. Another sealant was readily available for use when this one failed. Type of procedure being done was a laminectomy with instrumentation. The pt was anesthetized when the problem occurred and the procedure was delayed less than 5 minutes as a result. The pt was not injured because of the issue or the delay.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.